Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have failed pre-testing for active exhalation verification. There was no patient involvement, and no harm or injury reported. A philips field service engineer (fse) made an onsite visit to the customer location to address the report pre-test failure. It was determined replace of the 3-way solenoid and proportional valves were required to address the issue. After replacement of the valves, verification steps were conducted in accordance with the device's service manual. The device passed all testing post repair. The device meets the specification for the performed service and was returned to clinical use with no operational limitations.